Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to not to be able to power on using dc power. Internal inspection of the device found that the j21 negative battery connector cable appeared pulled apart and covered in corrosion. Foreign contaminant was found inside the case near the battery. The battery and battery connector cable were replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported the rad-8 only functions on ac power and not battery power. No consequences or impact to patient were reported.